Event description:
It was reported "during insertion process, all the equipment is primed with ssn. When introducing the PICC inside the patient a broken fisure of 0.5cm aprox in the catheter is observed. It is necessary to use a new one because of leakage." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a catheter body leak was able to be confirmed by the photo. The photo shows what appears to be a slit on the catheter body, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed by visual inspection of the customer supplied photo. The photo shows what appears to be a slit on the catheter body, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during insertion process, all the equipment is primed with ssn. When introducing the PICC inside the patient a broken fisure of 0.5cm aprox in the catheter is observed. It is necessary to use a new one because of leakage." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".